Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1004521) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's husband reported that the customer received a high reading on her adc blood glucose monitor, which was higher than she felt. Customer took insulin based on the reading. The caller further reported that the customer subsequently experienced sweating, very weak, and was unresponsive but breathing. Paramedics were called and responded. The customer was given glucose orally and an unknown intravenous "substance" was provided. Customer self-treated with glucose, cheese, and orange juice. Diagnosis was not reported. The customer was not transported into a health care facility. There was no report of death or permanent injury associated with this event.